Event description:
Porta cath injection device stopped functioning. X-ray identified part of the catheter loose in the right ventricle. Catheter fragment removed by radiologist through groin catheterization site. Body of device removed by surgeon as would have been done without failure. Device and catheter fragment matched and they do match, suggesting that no portion of the catheter is unaccounted for.